Manufacturer narrative:
Insulin pump passed all functional tests including displacement, and self tests; however, hardware low level failures is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has audio issue. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed and audio issue was confirmed. The device will be returned for analysis.